Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional information received via email date (B)(4) 2014 is stated as follows: outbound call to end user, and spoke with end user who stated she has had one incident of "minute" amount of blood in her urine since (B)(4) 2014; however end-user does not have results of urine testing that was pending at that time, in addition also states she is waiting for the home health nurse to visit today to do additional testing. No issues with ostomy product. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 23, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that the end-user has noticed blood in the urine on and off over the past two (2) weeks after one (1) day or less of product use. It is further reported that end-user was seen by a doctor this week, who performed a urine test which revealed white blood cells (leukocytes) and blood which has been forwarded on for additional testing.